Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that she had to go to the hospital for diabetic ketoacidosis (dka). At the hospital, it was noted that the bg (blood glucose) meter in the omnipod personal diabetes manager (pdm) did not read the values correctly. A bg comparison was performed and her pdm read 14.3 mmol/l (258 mg/dl) vs 18.7 mmol/l (337 mg/dl) for the hospital¿s meter. They treated her with an intravenous therapy of saline and was given medication for migraines, panic, and vomiting. She also reported that she was sick for six days with migraines and severe nausea and could not keep any fluids down.